Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that premature stent deployment occurred. An 8.0-29 carotid wallstent¿ stent was inserted into an 8f soft tip guide catheter; however, the stent delivery system (sds) was unable to pass through the guide catheter and subsequently, the stent deployed inside the guide catheter. The guide catheter was exchanged with a new one and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a carotid monorail stent delivery system (sds) was received with a 0.013in guidewire inserted for analysis. A visual and tactile examination found that the catheter was kinked at various positions along its length. This type of damage is consistent with the application of excessive force to the delivery system. The device was inserted through a 7fr guide catheter during the product analysis which meets the requirements of the product specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that premature stent deployment occurred. An 8.0-29 carotid wallstent¿ stent was inserted into an 8f soft tip guide catheter; however, the stent delivery system (sds) was unable to pass through the guide catheter and subsequently, the stent deployed inside the guide catheter. The guide catheter was exchanged with a new one and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.